Event description:
This report summarizes 2 malfunction events, where it was reported the zoom suddenly stops. There was no reported patient involvement.

Manufacturer narrative:
Upon further investigation of one of the devices, it was found the device was experiencing a non reportable issue.

Manufacturer narrative:
The final device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 3 malfunction events, where it was reported the zoom suddenly stops. There was 1 event with patient involvement, but no adverse consequences were reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the zoom suddenly stops. There was 1 event with patient involvement, but no adverse consequences were reported.